Event description:
On 03-apr-2026, it was reported by a sales representative via email that an ar-2326bcc biocomposite swivelock eyelet would not disengage. The issue was discovered during a surgical procedure performed on (B)(6) 2026. Additional information was reviewed on 09-apr-2026: the issue was discovered during use in a rotator cuff repair procedure. Nothing broke inside the patient, and the entire faulty swivelock device was fully removed prior to opening and implanting an ar-2324kbcsp 4.75 mm biocomposite knotless swivelock to complete the procedure. The procedure was delayed approximately 20 minutes with additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.